Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) found the permanent cautery hook instrument to have a conductor wire broken at the weld. The electrical continuity test was performed and failed. The distal clevis ear was cut in-house for inspection and fa found the monopolar yaw pulley to exhibit thermal damage due to the broken conductor wire at the weld. The conductor wire cap was also found to have thermal damage. Based on the information provided, this event is being reported due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, a permanent cautery hook instrument had a defective hook. The conductor wire was damage with no evidence or claim of user mishandling or misuse found during failure analysis suggests that if the malfunction were to recur, it could cause or contribute to an adverse event. Follow-up was attempted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a permanent cautery hook instrument had a defective hook. Intuitive surgical, inc. (Isi) made multiple attempts to contact the customer and was able to gather the following information: she was told this instrument "had a defective hook" and was "used during a procedure." No other information was provided to her. The reporter stated if there was any patient injury or if any fragment fell into the patient, then the surgical team or surgeon would provide that information to her. She does not know if this procedure was completed or not, and she had no patient information available to her. The reporter was informed that isi's failure analysis team found thermal damage due to a broken conductor wire at the weld of the permanent cautery hook. The reporter noted that she was unaware of any patient who had experienced any injury related to this issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted by a senior failure analysis engineer. System logs were reviewed for sh1092 with an event date of 17-jan-2020 and did not find any errors or relevant information to the complaint. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report. Additional information can be found the following fields: h2, annex e, annex f, annex a, annex g, annex b, annex c, and annex d. Annex e updated to include e2403 - no clinical signs, symptoms or conditions. Annex f updated to include f26 - no health consequences or impact. Annex a updated to include a1006 - thermal decomposition of device. Annex g updated to include g04104 ¿ pulley and g02004 - cable, electrical. Annex b updated to include b01 - testing of actual/suspected device and b13 - communication/interviews. Annex c updated to include c11 - thermal problem. Annex d updated to include d02 - cause traced to component failure.